Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 100 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 devices are pending evaluation. 2 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 103 malfunction events, where it was reported the devices experienced difficult to load/unload cot into the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 103 malfunction events, where it was reported the devices experienced difficult to load/unload cot into the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that was coded and trending, was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Manufacturer narrative:
This supplemental is being filed to include an additional method code and updated a results code following the completion of a device investigation. Section h codes have been updated.

Event description:
This report summarizes 103 malfunction events, where it was reported the devices experienced difficult to load/unload cot into the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.